Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to instability approximately 18 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following report is submitted to relay corrected information sex: female.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information: reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.